Manufacturer narrative:
(B)(4).

Event description:
It was reported the device went into backup vvi mode after a multiple number of shocks. The number of shocks could not be confirmed as the device image was corrupted. The number of shocks most likely depleted the device battery. The device was explanted and replaced. The patient condition was stable. The patient will be monitored.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of noise and backup dfo was confirmed in the laboratory via review of the device image. The noise led to numerous hv charges which triggered the backup dfo mode. The device was tested on the bench and a sudden drop in battery voltage was noted. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.